Manufacturer narrative:
The event occurred on an unspecified month and date of year 2022, "in the last few months". The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps of two (2) amia automated pd cycler sets were "off"; the caps were found inside the overpouch. This was observed when the patient was about to use the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.